Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician believed the pt had a granuloma at the tip of the catheter at the t9 level. The catheter was replaced and the drug dosing was turned down. The catheter tip was replaced at two levels higher than the old one. The medication being delivered via the device system was morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.